Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly and subsequently shut off. Review of the pump data by tandem technical support showed the battery dropped from 45% to 5% within minutes . Customer reported blood glucose (bg) level was 300 (mg/dl). A bolus via the pump was administered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.